Event description:
On (B)(6)/2009, pt reported that on (B)(6)/2009, he noticed a little moisture in his infusion device's cartridge chamber. Pt stated he thought it was because he was walking in and out of the cold temperatures. Pt reported that he looked today, and the moisture is still there. Had him disconnect at the infusion site and remove the insulin cartridge. Pt reported it appears the insulin cartridge is leaking insulin as it smells like insulin. Pt stated it was a small amount that he could pour out of the infusion device. Pt reported he tried to dry the cartridge chamber but there was insulin behind the piston rod that he could not reach. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.